Event description:
As reported: "gamma3 target device: drilling past the nail with the distal screw in the short nail. Another aiming device was available, in this one it works with the aiming sleeve and the nail holding screw, so it is suspected that the aiming sleeve is the problem."

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. H3 other text : device disposition unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "gamma3 target device: drilling past the nail with the distal screw in the short nail. Another aiming device was available, in this one it works with the aiming sleeve and the nail holding screw, so it is suspected that the aiming sleeve is the problem."